Manufacturer narrative:
(B)(4) : information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a video-assisted-thoracic-surgery procedure when the stapler was inserted through the thoracotomy for the first firing the cartridge fell out of the device. No staples fell into the patient due to he had not fired the device. They retrieved the cartridge and reload. They completed the procedure with a new like device. There was no patient consequence reported. The device was discarded at the account.